Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the screen on the gz transmitter would intermittently freeze and completely stop working. There was no patient harm reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. During evaluation, cosmetic scratches, displaced lcd rubber, and mild corrosion from prior fluid exposure were observed. The reported issue of the screen freezing up could not be duplicated during 48 hours of simulated ECG testing with a cns (cns-2101, sn: (B)(6) and an access point (ys-113p7, sn: (B)(6). No screen freezing or operational abnormalities were observed. As such, the root cause could not be duplicated. This is likely related to fluid intrusion or intermittent hardware failure. Trending for similar issues and devices will continue to be monitored by nk. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: cns 6801-32 serial #: (B)(6) device manufacturer data: 06/10/2022 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the screen on the gz transmitter would intermittently freeze and completely stop working. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the screen on the gz transmitter would intermittently freeze and stop working completely. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: cns: model #: cns 6801-32. Serial #: (B)(6). Device manufacturer data: 06/10/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the screen on the gz transmitter would intermittently freeze and stop working completely. There was no patient harm reported.